Event description:
It was reported that .. "Spondylo non-neurological grade 2 l5-s1 (B)(6) 2013. Use of monoaxial screws for distraction of 1 cm. Patient had a little bit of pain, he heard a "crack "on (B)(6) 2013. During scopic control, two screws were found broken on the patient."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the bone screw of the returned implant was identified to be broken. No other nonconformities were seen on the screw. Functional inspection: the screw in its as received condition is no longer functional. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the returned screw was visually examined and confirmed to be broken. The returned screw was sent to an external laboratory for testing, where it was confirmed that the screw broke due to fatigue caused by cyclic loading of the screw. No contributing defects on the screw were identified during this examination. Furthermore, the manufacturing records for the product were reviewed and no nonconformities or deviations were identified. The screw's raw material was tested and verified to meet specifications. A review of previous investigations has shown that main causes of screw breakage post-op are material fatigue or instantaneous loading. However, the patient did not fall or play any sports, which can both cause a great deal of instantaneous loading. This means material fatigue due to loads of strong intensity, which eventually caused a cleavage rupture of the material is confirmed to be the cause of the reported event.

Event description:
It was reported that .. "Spondylo non-neurological grade 2 l5-s1. Use of monoaxial screws for distraction of 1 cm. Patient had a little bit of pain, he heard a "crack "on (B)(6) 2013. During scopic control, two screws were found broken on the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.